Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 06-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 700 ml, flow rate: 1 to 3 ml/hr, procedure: pediatric vats performed on (B)(6) 2018, cathplace: top of the ribs. It was reported the patient experienced sustained axillary nerve apraxia after the use of the pump. The doctors were not sure if the use of the pump and catheter contributed to the symptoms. The patient was not sure when the symptoms started during the infusion process. The device was removed on (B)(6) 2018. The neurology team was consulted and physical therapy (pt) was initiated prior to transfer of the patient. No additional information.